Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer woke up with high blood glucose. Customer's blood glucose was 407 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.